Event description:
Reportedly, the lens was implanted and posterior capsule ruptured. The incision was enlarged and sutures were used. A vitrectomy was performed and anterior chamber lens was implanted. The patient's current status was described as "good, post-op cataract care".